Manufacturer narrative:
Follow-up # 1 date of submission 08/30/2011 device evaluation: the pump has been returned and evaluated by product analysis on 08/02/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of contamination found under all key contacts. Visual inspection revealed a punctured bolus button. A bolus button leak was observed during leak testing. There was evidence of moisture damage found inside the pump.

Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the up, down, and ok buttons are not responding. The issue was not resolved with training. There was no evidence of product misuse. The animas product is being returned for investigation. The patient was advised to go on the backup plan. There was no adverse event associated with this complaint.